Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a staged procedure, 9 months post index procedure, the patient had two resolute integrity drug-eluting stents, one in the rca and one rpda. Approximately 18 months post staged procedure, patient suffered a stroke. The patient was treated with medication and is in remission.